Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The patient was exercising at the time. Additionally, high shock impedance measurements of 135 ohms was observed. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed to primary and the patient was asked not to exercise for a period of time and monitoring was continued through the remote home monitoring system. Subsequently, review of data in the remote home monitoring system noted the smartpass feature became disabled due to low amplitude signal measurements. Ts discussed assessing the placement of the system. Additional information was received that x-rays were performed and showed potential opportunities for system placement changes. Suboptimal system placement was suspected to be the root cause of the reported clinical observations. Surgical intervention was undertaken. The electrode and device were explanted and replaced. No additional adverse patient effects were reported. The products were discarded and will not be returned.